Manufacturer narrative:
The customer reported problem was not confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue. Based on troubleshooting results, technical services could not determine the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported by the customer that the device error code 240.4150 on 8100 unit. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device error code 240.4150 on 8100 unit. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.